Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of the mobile power unit not starting and not providing power was unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information provided on 20aug2021 stated that the damaged charger was replaced. Additional information provided on 14sep2021 stated that the reported mpu was disposed of and is unavailable to be returned. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The device was shipped on 21sep2018. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage hazard alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stated that their mpu was damaged and did not deliver energy. No additional information was provided.